Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2007, the pt underwent stenting in the predilated proximal right coronary artery with a xience v stent. On (B) (6) 2009, the pt experienced angina. Diagnostic coronary angiography was performed on (B) (6) 2009, revealing restenosis in the index lesion requiring revascularization with add'l stenting on (B) (6) 2009. The pt's symptoms resolved on (B) (6) 2009. There was no adverse pt sequela. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.